Event description:
It was reported that during a low anterior resection procedure, sparks started coming off the end of the device. When they observed the end of the device, there was no tissue pad on it. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.